Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a hip arthroscopy procedure vapr s90 4.0mm w/integr hdp device had an electrical leakage. It was reported that the surgeon changed to another vapr s90 4.0mm w/integr hdp device to continue the surgery, and it was observed that this device had an electrical leakage, and the tip was jammed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. The tip showed signs of activation, and the manifold was charred. The handle, shaft, tubbing and plug did not show any signs of damage. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a shelf-carton box. The tip was significantly used, with tissue debris inside the active tip and around the ceramic. Additionally, the manifold was burnt. The handle, cable & plug were used with procedural residue visible in suction tube. There were no ncrs or deviations raised during the manufacturing process of this device. The customer stated that 'it was reported that during the operation, the device has electrical leakage and jammed'. The visual inspection found that the manifold was melted at the distal tip which was likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. During testing it was confirmed that there was a fault with the device, the complaint device was found to fail electrical testing (hipot active - return) and footswitch activation (ablate - "output short" and sparks). Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, likely damaged by misuse or a 'shorting' event, we cannot confirm a root cause. Note that similar damage has been seen at different location at proximal end of the plastic manifold under CAPA investigation. This failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. To eliminate recurrence of this failure mode a design change is required. The overall complaint was confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. Based on the investigation findings, a potential cause is traced to design. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.